Event description:
The dentist reported that patient came to dental office with the abutment screw fracture in 2017. Implant was placed in 2003 and crown on (B)(6), 2003. Dental crown presented with mobility and a new screw was placed in 2010. The fracture portion of the abutment screw was removed.

Manufacturer narrative:
Visual inspection and x10 magnification, the abutment screw was fractured. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.